Event description:
In this clinical site ((B)(6) medical center (B)(6)), three cases of severe adverse reaction were occurred. Pt 2 of 3: symptomatic immediately at onset of treatment before blood reached the dialyzer (indicating of course that the reaction was caused by something in the priming saline). Symptoms included were severe hypotension, chest pain, difficulty breathing, back pain dizziness and loss of consciousness. The pt's condition is now stable.

Manufacturer narrative:
Rexeed-18sx is the same device marketed in us, asahi rexeed-sx/lx dialyzer ((B)(4)). The used device could not be analyzed because it was discarded by the user. No abnormality was found in the lot quality records of the used product. If the device is not primed according to the instructions for use, the presence of residual contaminants may cause adverse events. Asahi has enhanced the priming instructions to ensure safer use by revising the presentation of warning and precautions.